Event description:
It was reported that the dso was damaged. The event occurred during bench test. There was no patient involvement. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. The dso seal had a bubble. Performed functional tests. The dso seal had a bubble. After reloading the software the time and date would not hold, due to a bad internal battery on the board. Unable to determine the root cause. Replaced main battery and dso seal. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.